Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient experienced a return of chronic pain. They added that reprogramming the patient resolved the issue. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(4), ubd: 14-jan-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 11-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator on (B)(6) 2019. It was reported that the patient experienced a return of symptoms and denied any falls. The cause of the return of symptoms was unknown. The patient¿s leads were examined under fluoroscopy and it was determined that they had migrated. The patient was reprogrammed. It remains unknown if the return of symptoms was resolved at the time of the report. Surgical intervention was not planned or performed at the time of the report. There were no further complications reported.